Manufacturer narrative:
A getinge field service engineer (fse) checked the machine & the equipment detected that the safety disk was leaking and needed to be replaced. On march 24, the safety disk was replaced and the equipment function returned to normal. All functional tests were carried out on the equipment according to the factory requirements. The test results were all passed and it could be delivered to the customer for use.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during the routine maintenance of cs300 intra-aortic balloon pump (iabp) , it was found that the equipment safety panel was leaking seriously. There was no patient involvement.